Event description:
It was reported that a patient underwent a caesarean procedure and suture was used. The needle broke off at the tip and was removed with no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. The devices were visually evaluated. The needles were all complete and showed no evidence of breakage or damage.